Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that the charge cord for his onetouch verioiq meter was missing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that in 2012, he had not received the charge cord with the subject meter. The patient manages his diabetes with pills, diet and/or exercise and reported that between the ¿end of 2012 and the beginning of 2013¿, he consumed ¿less food/drink¿ as a result of the alleged missing product. The patient denied developing symptoms, but informed the cca that on an unknown date/time, during a doctor¿s office visit, his hcp advised him to take ¿januvia 10mg¿. At the time of troubleshooting, the cca noted that the patient had been unable to confirm whether the closure seal on the packaging was intact prior to opening and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.